Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension exl instrument. The discordant result was reported to the physician(s), who questioned it. A second sample was tested on the same instrument that resulted higher. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site for instrument evaluation. After evaluation, the cse determined that the data was consistent with specimen integrity pertaining to a single sample outlier on the system. There was no indication of an instrument malfunction during the time of the event. The cause of the discordant hcg result is unknown. The customer successfully tested the second sample that was clinically evaluated. The instrument is performing within specifications. Further evaluation of the device is not required.